Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified anchor fractured near the tip and the inserter tip is bent at the same location as the fracture. Photos do not allow for any further visual evaluation. No product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection confirmed the complaint of a fractured anchor. The anchor is fractured at the indicator line and remains on the tip of the inserter. The other portion of the anchor was not returned for evaluation. The inserter prongs are pushed together and bent at a 45-degree angle. The inserter shows minimal signs of use. The adjustment knob and trigger mechanism function correctly, extending and retracting the central shaft. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Previous root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: part # cm-9324st, 2.9mm gl hard bone drill, lot # 65415347. Part # cm-9145, quattro link anchor 4.5mm, lot # 81553-2. Part # cm-9155, quattro link anchor 5.5mm, lot # 67346-3. Part # cm-9145, quattro link anchor 4.5mm, lot # 65415424. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, an anchor fractured after inserting into bone. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.